Event description:
The reporter stated that the surgeon was inserting a 21.0 diopter single piece silicone lens with a msi-pm injector and the lens tore. The lens was removed and replaced with another model lens with no pt injury. The reporter stated that it was due to the injector and cartridge.